Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/08/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, battery compartment cracks were found below the grip pad with no evidence of moisture intrusion in the compartment. Pump casing crack was found near the lower right corner of the display lens. Review of black box history found warnings of continuous glucose monitoring (cgm) failures. A rewind/load/prime sequence and a 24-hour basal exercise were completed without any alarm. The pump passed a radio frequency testing. The warning was duplicated during the cgm start up session. Pump casing was opened and defective soldering joins were found at two of the pins of the cgm module. This is report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4).

Event description:
The pump was returned for investigation. Investigation found battery compartment crack, pump casing crack, and defective cold solder joints on the continuous glucose monitoring module. This report is made based on the results of investigation completed on (B)(6) 2015.